Event description:
Clinical study patient ID: (B)(6). It was reported that a 23mm trifecta gt was implanted on (B)(6) 2017. On (B)(6) 2021 the patient was admitted for gastrointestinal complaints and an infection constellation. Enterococcal bacteremia was detected, a transesophageal echocardiogram (tee) was examined, showing severe aortic valve endocarditis with floating vegetation on all 3 leaflets. Decision against invasive and for maximally conservatives therapy. Patient started on antibiotic therapy in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of infection in (B)(6) 2021, with vegetation on all three leaflets of the valve and endocarditis, as well as patient death from an unknown cause on (B)(6) 2022 was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6. Health effect impact code: health effect - impact code: 2199 code removed.

Event description:
Clinical study patient ID: (B)(6). It was reported that a 23mm trifecta gt was implanted on (B)(6) 2017. On (B)(6) 2021 the patient was admitted for gastrointestinal complaints and an infection. A transesophageal echocardiogram (tee) was examined, showing severe aortic valve endocarditis with floating vegetation on all 3 leaflets. The specific organism detected was streptococcus sanguinis. It was decided against invasive and instead to treat with conservatives therapy. Patient was started on antibiotic therapy. On (B)(6) 2022, it was reported that patient passed away. The cause of the death is unknown but was noted to have been related to the implanted 23mm trifecta gt valve. The death was cardiac and non-sudden in nature.